Event description:
It was reported that the forceps broke during operation.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no further information was provided. Based on the available information, the actual root cause for the reported event could not be determined. As per statistical evaluation, no indications were found for any systematic, design, material or manufacturing related issue. (B)(4): device not returned.

Manufacturer narrative:
The device was not returned for evaluation. Based on the available information and performed internal investigation, the root cause for the reported event could not be determined. There were no indications found for any material or manufacturing related issue. (B)(4): device was discarded.

Event description:
It was reported that the forceps broke during operation.